Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Incident happened in cath lab. While connecting luerlok syringes to connecta 10 cm, the syringes not getting locked. Because of this, air is entering the line and there is leakage of medicines as well.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 2 photos and 1 physical sample submitted for evaluation. The reported issue of connection issues was not confirmed upon inspection of the samples. Analysis of the sample showed that there was no damage or defect observed in the photos or by visual evaluation of the physical sample. The condition of the threads on the physical sample was tested with other bd devices and they were connected correctly. Bd could not determine a manufacturing related root cause since the reported defect was not confirmed during the evaluation of the sample. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.